Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device needed service. During servicing the device was found to have cosmetic defect. It is unk if the device was used during surgery. It is also unk if here were any injuries, medical intervention or surgical delay related to the event. The date of the event is unk. No additional info available.